Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had an unresponsive screen. The nurse indicated that the screen stop responding to touch after disconnecting the bag from the unit to move patient and replace. The screen was indeed unresponsive. There were 2 persistent phantom touches on the screen causing it to be locked down. The screen was very dirty, so they cleaned the screen, which seemed to interrupt the 2 phantom touches, but they did not go away. The unit was restarted by tripping the watchdog timer, attach and remove ring rapidly. After restart, the unit began functioning normally.

Event description:
It was reported that the sensica device had an unresponsive screen. The nurse indicated that the screen stop responding to touch after disconnecting the bag from the unit to move patient and replace. The screen was indeed unresponsive. There were 2 persistent phantom touches on the screen causing it to be locked down. The screen was very dirty, so they cleaned the screen, which seemed to interrupt the 2 phantom touches, but they did not go away. The unit was restarted by tripping the watchdog timer, attach and remove ring rapidly. After restart, the unit began functioning normally.

Manufacturer narrative:
The reported issue was confirmed design related. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The instructions for use were found adequate and state the following: "do not sterilize any component of the bd sensica¿ urine output system. To clean the display touch screen, wipe with a soft cloth or use a germicide wipe such as super sani-cloth®. Do not spray harsh cleaners directly on the display touch screen. See section 14 for complete care and maintenance of the bd sensica¿ urine output system." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.